Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the issue of no image in the right eye and replaced the right high resolution stereo viewer (hrsv) monitor to resolve the issue. The hsrv monitor was returned for evaluation; however, the failure analysis (fa) investigation has not been completed. A follow-up MDR will be submitted after the completion of the fa investigation. No images or videos were shared for the event. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that there was no image in the right eye of the surgeon side console. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer reported that the right eye image in the surgeon side console (ssc) was blank. Customer verified the image on the touchscreen and both right and left were viewable. The customer had power cycled and reseated the blue fiber cable, but the issue persisted. The intuitive surgical inc. (Isi) technical support engineer (tse) recommended power cycling the system one more time, during the call, but the issue persisted after that power cycle. The console right eye was blank with no illumination and no text or graphics. The customer did not indicate whether the procedure would continue or not. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02- intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor associated with this complaint and completed the device evaluation. Failure analysis identified that there was no image and the unit had a defective main board.